Manufacturer narrative:
During the investigation a leak test was performed. Inspection of the fluid path during this test found a tear in the exposed portion of the soft cannula. Fluid was observed leaking from this tear during the investigation. It could not be determined when this damage occurred or what caused this damage. This leak is confirmed to cause improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.2 mmol/l (345.6 mg/dl) while wearing the pod on the leg between 36 and 48 hours. Hyperglycemia treated by patient activating new pod and bolus.